Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Additional narrative: device was used for treatment. Based on the manufacturing evaluation, the manufacturing engineer determined the part number of this screw to be 212.109. This part is a 3.5mm locking screw self tapping with stardrive recess 26mm. Visual inspection noted the screw was received intact and whole. The drive has been moderately damaged, consistent with use. The head threads are in good condition. The shaft threads show some minor impact marks at the major diameter and some flattening of the major, neither of which effect thread profile. The flutes and the tip are in good condition. The major diameter is 3.46mm. This screw appears to be of the 212-101 family of screws. If so, the length of 26.46mm would make this a 212.109. Dimensions that could be measured were found to meet specifications. The plate and screws functioned properly as designed in that they provided sufficient fracture fixation to allow bony healing. In the intended posterior position, the shape of the plate is such that it should not impinge on an ulnar nerve in the anatomic position. The actual position of the nerve post-injury and varying anatomy could possibly have contributed to the nerve being in an abnormal location. In addition, this is a stainless steel plate. It is known that stainless steel can elicit sensitivity reactions in some patients. The ulnar nerve compression could have resulted from abnormal anatomy, a reaction to the nickel in the plate, or damage from the original traumatic event without any effect from the implant. The design risk assessment was reviewed and found to be adequate for the intended use.

Event description:
Med watch # (B)(4) was received and a copy will be included with the report. This is 5 of 12 reports for this event.